Manufacturer narrative:
The reported events of ¿insulation breach¿ and low pacing impedance were confirmed. A complete lead was returned in one piece for analysis. Visual examination of the lead found the outer insulation was cut/damaged due to procedural damage. An internal short was found due to the over torqued inner coil in the connector region due to procedural damage. The cause of the reported events was due to the cut/damaged outer insulation and the over torqued inner coil in the connector region causing internal shorting consistent with damage occurring at the time of procedure.

Event description:
It was reported that the patient presented for an initial implant. During the procedure it was discovered that the atrial lead exhibited low impedance. Insulation damage was noted on the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition post procedure.